Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.

Event description:
It was reported that the realize band was removed approximately a year ago due to patient reaction to the band. It can not be determined if the patient history or hepatitis lead to patient reaction to the band. The port was left in place with a piece of tubing. A new band was implanted on (B)(6) 2010 and connected to the existing port. There were no patient complications during the band replacement procedure.